Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly and motor assembly. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump was dropped in the toilet. Customer stated the device has been beeping and alarming unexpected restart. There is a crack in the bottom left hand corner and fluid under the lcd screen. The customer's blood glucose was unknown at the time of the incident. The customer was advised to discontinue pump therapy and return the insulin pump. .